Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer performed troubleshooting and the customer was able to clear the alarm and was able to rewind the insulin pump however, self test did not pass. The customer also stated that the insulin pump had a blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. However, pump error 63 alarm confirmed in the device history file due to broken trace at keypad assembly. No blank display or frozen screen noted during testing.